Event description:
It was reported that a minimum fill notification occurred while re-loading a cartridge on the insulin pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reloaded the cartridge and resumed insulin.